Manufacturer narrative:
The MFR did not receive the products for review. As neither article nor lot number is known, the review of the quality records could not be performed. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the devices be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that during a surgery the trial head loosened from the trial rasp and disappeared in the small hip. Therefore, the surgery was extended for 180 minutes and they had to open the abdomen with help from other surgeons. It was further mentioned that it couldn't be revealed which trial head was involved.